Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker identified that the keypad was the cause of the reported issue. The keypad was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.